Event description:
It was reported the external pulse generator (epg) will intermittently shut off during the power-up boot cycle. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that it would intermittently shut off during the power-up boot cycle. Analysis did find that the upper case was broken, the lower case was corroded, broken and contaminated, the battery release, battery drawer and battery drawer o-ring were contaminated, the side bail covers, ring cover, side bails and ring bail were missing, that the lead flex cover was corroded and broken, the battery contacts were compressed and contaminated and the battery flex was corroded and contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) will intermittently shut off during the power-up boot cycle. The epg was returned for repair. No patient complications were reported as a result of this event.